Event description:
"While programming the IV pump, the pump immediately failed. The nurse turned the pump off and turned it back on, but didn't work. Sent to htm who could not repair, error code 345, sent back to baxter for repair."